Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in lad and a non-medtronic stent implanted in the 1st diagonal. On the same day, post procedure lab results indicate patient suffered myocardial infarction.

Manufacturer narrative:
Cec identified non-q-wave mi (target vessel), 3rd udmi peri-pci, cass site 13 - mid lad. Cec commented event as related to hemopericardium requiring open heart procedure and sealant and bleeding from lad. Sponsor assessed the event as possibly related to the index device and not related to the anti-platelet medication. If information is provided in the future, a supplemental report will be issued.